Manufacturer narrative:
(B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the blade screw guide sleeve was used yesterday, the complaint happened that the sleeve was very hard to fit to the aiming arm hole but not sure if it is this one or the inner sleeve. It is unknown if the procedure was completed successfully. It is unknown if there was a surgical delay. Patient outcome was unknown. Concomitant devices reported: unknown guides/sleeves/aiming: aiming arm (part# unknown, lot# unknown, quantity 1), 3.2mm wire guide sleeve (part# 03.037.018, lot# 235273, quantity 1). This complaint involves 1 device. This is report 1 of 1 for (B)(4).

Event description:
It was reported that on (B)(6) 2020, the blade screw guide sleeve was very hard to fit to the aiming arm hole but not sure if it is this one or the inner sleeve. No further information provided. Concomitant devices reported: guides/sleeves/aiming: aiming arm (part# unknown, lot# unknown, quantity 1); 3.2mm wire guidesleeve (part # 03.037.018, lot # 235273, quantity 1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3. B5: updated event description. D4: lot number. H11 corrected data: d11: corrected concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history part: 03.037.017, lot: 9651850, manufacturing site: bettlach, release to warehouse date: 15.september 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: the reporter stated that this was used as a demo and not on a surgery. There was no patient involvement. Concomitant devices reported: unknown guides/sleeves/aiming: aiming arm (part# unknown, lot# unknown, quantity 1).